Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient experienced a blood glucose (bg) of "high" (>600mg/dl) and was taken to the emergency room (ER). The patient was reportedly given insulin in the ER and discharged home when his bg came down to 230mg/dl. The patient's bg later that evening was reportedly 140mg/dl. The patient has reportedly been experiencing elevated bgs since (B)(6) 2013. The patient was unavailable for troubleshooting at the time of the initial contact. Customer technical support made multiple attempts to follow up with the patient for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly received medical treatment for hyperglycemia of unknown cause while using insulin pump therapy.